Event description:
Patient in surgery for cabgx4. During surgery the y connection of the perfusion pump, before the filter, leaked 1-2 units of blood resulting in having to stop and restart the pump during bypass. The pump was stopped for less than 1 minute while the tubing was cut and the line made into a straight connector. Patient suffered a multifocal embolic stroke post CABG.